Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported substantial amount of white fluid in and around the ruptured implant. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6. No further actions are required as no manufacturing issues are observedvisual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side deflation. Later, healthcare professional reported substantial amount of white fluid in and around the ruptured implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flow opening. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases, non-penetrating nick and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side deflation. It was later reported substantial amount of white fluid in and around the "ruptured" implant. The device has been explanted.